Event description:
It was reported that device did not detect the desired values. There was no patient involvement, and no patient harm.

Manufacturer narrative:
One device was returned for analysis of complaint that it did not detect the desired values. Review of event history log confirmed the customer reported issue of "did not detect the desired values". The event history log showed a very large number of "high alarm displayed: downstream occlusion" reports. No previous repairs were noted within the last 12 months. Visual and functional testing was performed. The reported issue was confirmed through the downstream occlusion (dso)/upstream occlusion (uso) test. The reported issue was caused by a faulty dso sensor. The dso sensor and dso bezel were replaced.